Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the first valve and delivery system had to be removed as a unit with the 14fr sheath because the 14fr sheath came apart. A new valve and delivery system were opened and prepped along with a 16fr sheath for more support. The valve was deployed successfully with no patient injury. Per the fcs the patient had a difficult anatomy and a shockwave prior to initial sheath insertion was performed. Resistance while advancing the delivery system (ds) into the sheath was noted. It was believed, when the operator was holding the hub of the sheath, counter pressure while advancing the ds into the patient may have cause the sheath to come apart. The system was removed as a unit without any patient injury. There was no blood loss experienced and patient did not require a blood transfusion. Per engineering evaluation of the returned esheath, two liner tears were observed on the sheath at the same location approximately 2.5'' from strain relief, 1'' in length, the sheath shaft was separated from the housing and loosely held by strain relief.

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. The returned esheath was visually inspected, and the following was observed: two liner tears observed on the sheath at the same location, approximately 2.5'' from strain relief, 1'' in length. The sheath shaft was separated from the housing and loosely held by strain relief. The associated commander delivery system was advanced through the separated sheath shaft and the remaining length of the liner expanded and the distal tip opened, as designed. Due to the condition of the returned device (shaft separated from hub, liner tear edges were wrinkled), no applicable dimensional testing was able to be performed. Imagery of the patient's anatomy was provided from the site and revealed the following: undersized vessel and tortuosity observed in access vessel (left side). Calcification was also present throughout access vessel. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categthe instructions were reviewed instruction for use (IFU) for esheath+ introducer set, s3, s3u, s3u resilia with cmdr, s3u with cmdr and esheath+ device prep manual, s3u with cmdr and esheath+ procedural manual and no IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed through evaluation of the returned device. Although reviews of the DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event, a potential manufacturing nonconformance was identified upon evaluation of the returned device. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per report, ''resistance while advancing the delivery system (ds) was noted. It was believed, when the operator was holding the hub of the sheath, counter pressure while advancing the ds into the patient may have cause the sheath to come apart''. Per the provided imagery, the patient's access vessel had presence of calcification, tortuosity, and undersized vessel diameter per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification and undersized vessel diameters can create a constrained condition preventing the sheath from fully expanding, while tortuosity can create suboptimal angles that can lead to non-coaxial alignment between the delivery system and sheath inner lumen. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the reported resistance. However, a definitive root cause is unable to be determined at this time. Additionally, per evaluation of the returned device, the sheath liner was torn. As the patient's access vessel was undersized and calcified, it is possible that sharp calcified nodules may have contacted the sheath liner and tore it. As resistance during delivery system advancement was reported, it is also possible that excessive device manipulation was applied in an attempt to overcome the experienced resistance, further leading to the liner to tear. As such, available information suggests that patient (calcification, undersized vessel) and procedural (excessive manipulation) factors may have contributed to the liner tear. However, a definitive root cause is unable to be determined at this time. Furthermore, per evaluation of the returned device, the shaft was received separated from the com-nut and loosely held by the strain relief. Adhesive was present on both the proximal end of the sheath shaft and the housing com-nut. The observed failure mode is similar to the previously identified failure in which there is a failure of the compression fit between the sheath shaft and sheath housing. A product risk assessment (pra) and a corrective/preventative action (CAPA) was previously initiated to address the risk and update applicable manufacturing procedures. As the complaint device was manufactured after implementation of corrective actions, an awareness communication was performed with manufacturing as a cautionary response. However, due to the condition of the device (shaft bent due to separation from housing), it is not possible to confirm the non-conformance. In addition, as resistance during delivery system advancement was noted and excessive device manipulation may have been applied, additional forces were likely applied to the sheath, leading to the shaft to separate from the housing. The vessel tortuosity may have further contributed to the shaft-housing separation through suboptimal angles. As such, available information suggests that patient (tortuosity) and/or procedural (excessive manipulation) factors, in addition to the unconfirmed manufacturing factors may have contributed to the shaft-housing separation; however, a definitive root cause is unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.